Manufacturer narrative:
A steris service technician inspected the washer and found that the solenoid steam valve required replacement. Steam had released from the valve subsequently causing condensation to accumulate on the floor. The technician repaired the washer, ran a test cycle and confirmed the unit to be operating properly. No additional issues have been reported. The washer was installed in 1993 and has recently become under a steris service contract. As the washer had been previously serviced and maintained by the user facility, it is unknown if the washer had been receiving proper preventive maintenance prior to the reported event.

Event description:
The user facility reported that an employee entered the room where the reliance 444 washer is located and slipped and fell from water on the floor. The employee sustained a knee injury and sought medical treatment.